Event description:
It was reported that the customer had low blood glucose levels of 22 mg/dl. It was reported that the paramedics were called in to assist the customer in bringing up her blood glucose levels. The customer reported that the customer was connected to the tubing of the insulin pump during priming therefore causing the low blood glucose levels. Troubleshooting was done. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).